Event description:
Additional information received: resistance was felt during advancement of the thumb advancer. Although there was resistance, the thumb advancer was fully advanced. This was confirmed by seeing number three through the clear window of the device. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - against resistance. The device was returned for analysis. The reported resistance during thumb advancement was not confirmed; however, an outside circumstance likely contributed. The clip deploy at end of device was confirmed. Difficult to remove the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the starclose se instructions for use (IFU) states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. It is unknown if the IFU deviation contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery interventional procedure. Reportedly, all steps were performed correctly but hemostasis was not achieved. There was resistance removing the device and the release mechanism was used to remove the device without any tissue damage. The clip was noted to be at the distal end of the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.